Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room on (B)(6) 2017 at 11:15 a.m. Due to high blood glucose. The customer¿s blood glucose level at the time of admission was 334 mg/dl. They were treated with 14 units of intravenous fluids and insulin. They were wearing the insulin pump at the time of the hospitalization. The customer¿s current blood glucose level was 153 mg/dl. Troubleshooting was performed but not completed. The customer disconnected the call. The device will not be returned for analysis.